Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the us connector body fluid damage, the lg cable connector fluid damage, the objective lens unit fluid damage, the ccd module cloudy (not clear view), the objective lens unit cloudy (not clear view), the us connector cable buckled, the control body corroded, the us connector body corroded, the lg cable connector corroded, the operation channel leak, the light guide cable leak, the bending rubber cut, the us connector cable bump, and the us connector cable dented; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).